Manufacturer narrative:
The cartridge has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on the same day, the patient experienced a low blood glucose (bg) of 40mg/dl and passed out. The patient reportedly self-treated with oral carbohydrates and remained on the pump. The reporter stated that the pump had emitted a loss of prime warnings and the patient had primed 5 units while attached, thereby delivering excess, unintended insulin. The reporter noted that the patient¿s insulin sensitivity factor was 1unit:40mg. Troubleshooting indicated that the cartridge was not being used per instructions for use. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error.